Event description:
During product evaluation by a service technician, a flogard infusion pump was found to have a faulty battery. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. This is an ancillary service event. The cause of the battery damage is unknown. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.